Event description:
Sound merge was performed and when the catheter accessed (brokenbrough) to the left atrium and inserting the libero lasso catheter. Blood pressure drop was observed and tamponade occurred. Drainage was performed and the procedure was discontinued. Transseptal puncture was performed by rf needle. Ablation was not performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed as ablation was not performed. No irrigation catheter¿s flow rate setting as the ablation catheter was not used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).